Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used for hemostasis. According to the complainant, while preparing for the case outside the patient, the gold probe failed to conduct current for cauterization. The procedure was completed with another gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.